Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter displays apply sample indicator. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on info obtained from the customer care advocate (cca). The pt alleged that the issue began on (B) (6) 2010, at 7:30am. The pt stated she manages her diabetes with an insulin pump; however, denied making any changes to her diabetes regimen after the alleged issue occurred. Per the cca documentation, the pt claimed she experienced a "heart flutter" twenty mins after the alleged issue began. In response to the alleged issue, the pt stated she had food and/or drink at 8am. The pt indicated she tested on another device at 9am and received a blood glucose reading of "180 mg/dl". At the time of troubleshooting, the cca noted that the pt followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the pt. This complaint is being reported because the pt reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.